Event description:
The spiros cap broke away from the filter tubing. This is a recurring event at this facility. The manufacturer has been notified but the problem continues. Multiple lots are involved. Patients, staff, and anyone present near the patient such as family members are potentially exposed to hazardous materials such as chemo agents when this type of event occurs.